Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 31 mg/dl at the time of the incident. The customer reported that her meter was giving her readings that are 34 points off. The customer stated that she checks her blood glucose before bed and if it was reading 200mg/dl she would treat for the 200mg/dl and wake up in the middle of night with low blood glucose due to miscalculation of the meter. Patient's current blood glucose was 63 mg/dl. Patient has treated with food. Her blood glucose at time of bed was 87mg/dl and her basal needs to be adjusted. The customer stated she over bolus to correct a high that was not accurate due to meter was not reading correctly. The insulin pump will not be returned for analysis.